Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that a 20 ml luer lock syringe was mixed in with 20 ml slip tip syringes. To aid in the investigation, one box with three hundred two samples and three photos were provided for evaluation by our quality team. In a small plastic bag there are three luer lock syringes and the remaining samples, in another plastic bag, are slip tip syringes. A visual inspection was performed and no other defects or imperfections were observed. In the photos provided, one photo shows bulk packaged syringes in an opened plastic bag. The next photo shows bulk packaged syringes. In this photo, one of the syringes has a luer lock and the rest of the syringes are slip tip. The third photo shows the syringe with the luer lock. This defect could occur if line clearance was not properly performed inducing the symptom reported by the customer. A device history record review was completed for provided material number 301032, lot number 1285588. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. A quality alert was issued to make associates aware of this complaint. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 luer lock syringes were mixed into the box of 80 luer slip bd plastipak¿ non-sterile syringes. The following information was provided by the initial reporter: "while performing the incoming inspection on this batch, the inspector found that 3 out of 80 syringes did not match the graphic. 3 out of the 80 were a 20ml luer lock syringe that was mixed in with 20ml luer slip syringes."